Event description:
It was reported that during a procedure, the device deployed inside pt but surgeon could not close for removal. The plunger was stuck all the way down, and would not pull back. Device and trocar removed from pt and another device was used to complete. There were no pt consequences. Device is being retained by account.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.